Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During axsos extraction surgery, only a locking screw did not loose from the plate. The surgeon tried to remove the screw, but the tips of two drivers broke. Finally, the surgeon removed the screw with the plate from the patient bone. The plate and screw are not available because they are owned by the patient.

Event description:
During axsos extraction surgery, only a locking screw did not loose from the plate. The surgeon tried to remove the screw, but the tips of two drivers broke. Finally, the surgeon removed the screw with the plate from the patient bone. The plate and screw are not available because they are owned by the patient.